Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pyxis station was on critical override because the user couldn't pull medications, and it displayed patient profile interfacing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis station was on critical override, preventing medication access. A technical support specialist dialed the server, checked communications and then checked on the query, the station was put into critical override manually and confirmed checked last server communications with medstation. The issue was resolved after verifying with the customer. The system functioned as intended after the technical support specialist troubleshot the device.